Manufacturer narrative:
(B)(4). Batch # r9571e. Investigation summary: the analysis results of the er420 device found that it was returned with no damage in the external components. Further analysis showed that the jaws were found to be (yielded, misaligned). In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 16 scissored clips. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use, ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were jammed and wouldn't load. A second like clip applier was used to complete the procedure. There were no patient consequences reported.